Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 300 mg/dl. Customer stated the significant of the hospitalization was sick and high blood glucose. Customer stated that the blood glucose level was 350 mg/dl when the customer was declined the second sensor. Customer also mentioned that the blood glucose level was 450 mg/dl when the customer was sick and in the stress. Customer experiences the symptoms related to the hospitalization was sickness, dehydration and high blood glucose. Customer was treated in the emergency room. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the hospitalization. Customer was declined the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.